Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the severely tortuous and severely calcified mid left circumflex artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 24mm synergy stent was advanced to treat the lesion. However, the stent strut was damaged due to calcification. No patient complications were reported. Synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. Distal strut rows 1-2 were lifted and deformed. The remainder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.